Manufacturer narrative:
Results: the cat6 was ovalized in multiple locations along the length of the catheter shaft. Conclusions: evaluation of the returned cat6 revealed that the device was ovalized in multiple locations along the length of the catheter shaft. If the peel-able sheath supplied by penumbra is not used during insertion of the cat6 into the valve of a sheath, damage to the distal tip may occur. Forcefully gripping the device during insertion against resistance would likely contribute to distal tip damage. Further evaluation revealed that some of the ovalizations may have occurred while packaging the device for return to penumbra. The non-penumbra sheath identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat 6 aspiration catheter (cat6). During the procedure, the physician felt resistance while advancing the cat6 into a non-penumbra sheath and, consequently, the tip of the cat6 became compressed. The cat6 was therefore removed, and the procedure was completed using a new cat6 and the same sheath with a non-penumbra support catheter. There was no report of an adverse effect to the patient.